Event description:
The patient reported that her blood glucose levels began rising after wearing the pod for approximately 1-4 hours, prompting her to replace the pod. Upon removal of the pod, the patient noticed that the pink slide had not advanced, but the cannula was visible, indicating a needle mechanism failure. The patient was unable to confirm whether the cannula had been inserted into the skin. The patient reported being hospitalized due to elevated blood glucose levels. No symptoms were reported. The patient reported diagnoses of hyperglycemia and diabetic ketoacidosis at the hospital, with treatment consisting of intravenous insulin and fluids. The date of hospitalization, length of stay, and discharge date were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.